Event description:
Caller reported a malfunction on pump with code malf 12, which occurred multiple times. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was informed a replacement pump with updated software would be sent, and they agreed to use multiple daily injections as backup therapy. Cts provided instructions on returning the malfunctioning pump, and the caller understood all steps, including acknowledgment of available training via their tandem source account.